Manufacturer narrative:
Siemens filed MDR 1219913-2018-00218 on 09/05/2018 for false positive advia centaur xp anti-hbs2 (ahbs2) results when the customer performed a reagent lot correlation study. MDR 1219913-2018-00218 supplemental report 1 was filed on 10/02/2018 for additional information. 10/12/2018 - additional information: customer performed an accuracy study with who international standard for anti-hepatitis b surface antigen on the advia centaur xp1 (s/n (B)(4)). Who neat = 100000.00 miu/ml. Samples theatrical values results (miu/ml) interpretation results (miu/ml) interpretation % bias miu/ml lot 119090 lot 119092 b who 1/200, 500.00, 409.76, 388.22, 384.87, positive, 384.53, 387.16, 365.37, positive, -3.87. C who 1/500, 200.00, 158.74, 156.71, 152.21, positive, 152.51, 151.40, 147.50, positive, -3.47. D who 1/1000, 100.00 , 75.32, 74.73, 78.41, positive, 75.78, 72.63, 73.70, positive, -2.78. E who 1/2000 50.00, 40.13, 39.33, 39.40, positive, 36.98, 37.89, 37.79, positive, -5.22. F who 1/5000 20.00, 16.13, 15.31, 16.29 , positive, 15.93, 16.35, 15.84, positive, 0.82. G who 1/10000 10.00, 8.53, 8.29, 8.52, negative, 7.91, 8.27, 7.18, negative, -7.81. 10/24/2018 - additional information: the bias observed with the siemens sample lot comparison results (MDR 1219913-2018-00218 supplemental report 1) was not consistent with all patient samples as majority of the patient samples (6 out of 43 samples showed bias) showed comparable result with multiple anti-hbs2 reagent lots. In summary, the advia centaur xp anti-hbs2 assay is standardized to the who standard (1st international reference preparation - 1977) material. The provided who standard (2nd international reference preparation nibsc 07/164 material) observed results as an unknown are consistent with anti-hbs2 assay performance for samples near the cut-off. In-house data was reviewed for anti-hbs2 reagent lot 119092, and resulted as expected. Based on the information available the advia centaur xp anti-hbs2 assay is performing as intended. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
09/07/2018 - additional information: customer site sample comparison results on frozen aliquot samples. The patient samples were thawed, mixed, and centrifuged. There was no bias observed with the two different reagent readypack results. Siemens is investigating the observed reagent lot to lot comparison results. Comparison study: two different reagent readypacks from the same reagent lot (119092): the patient test samples were run with the reagent on board calibration, and then rerun with a new reagent and calibration. No bias observed. Result units: mu/ml results sid aliquot lot 119092 lot 119092 rerun %difference (B)(6) 08/27/18 7.55 insufficient n/a (B)(6) 08/27/18 12.2 12.26 100.5%, (B)(6) 08/27/18 105.37 104.78 99.4%, (B)(6) 08/27/18 39.88 37.82 94.8%, (B)(6) 08/27/18 4.92 5.1 103.7%, (B)(6), 08/27/18 4.14 3.47 83.8%, (B)(6), 08/27/18 22.2 21.94 98.8%, (B)(6), 08/27/18 62.63 62.84 100.3%, (B)(6), 08/27/18 15.39 14.87 96.6%, (B)(6), 08/27/18 12.33 13.55 85.7%, (B)(6), 08/27/18 13.73 13.7 99.8%, (B)(6), 08/27/18 116.93 119.73 102.4%, (B)(6), 08/27/18 < 3.1 < 3.1 n/a, (B)(6), 08/27/18 9.1 8.86 n/a. Siemens sample lot comparison: results results rerun rerun sid aliquot lot 119090 lot 119092 lot 119096 lot 119090 lot 119092 lot 119096 (B)(6), (B)(6) 2018, 42.89 19.75 26.47 41.15 19.56 27.38 (B)(6), (B)(6) 2018, 9.35 10.23 27.86 9.38 11.81 35 (B)(6), (B)(6) 2018, 12.55 13.41 11.92 13.68 16.42 (B)(6), (B)(6) 2018, 11.1 10.32 10.37 12.87 10.49 10.97 (B)(6), (B)(6) 2018, 12.87 10.29 9.56 9.27 (B)(6), (B)(6) 2018, 17.17 19.34 20.33 (B)(6), (B)(6) 2018, 16.42 15.37 16.1 (B)(6), (B)(6) 2018, 9.57 14.03 15.82 9.11 14.28 (B)(6), (B)(6) 2018, 8.11 6.56 6.54 (B)(6), (B)(6) 2018, 78.46 79.24 74.55 73.4 (B)(6), (B)(6) 2018, 12.55 13.67 13.49 (B)(6), (B)(6) 2018, 7.66 9.56 3.92 9.77 4.46 (B)(6), (B)(6) 2018, 22.09 23.88 23.04 (B)(6), (B)(6) 2018, 12.68 13.64 13.06 (B)(6), (B)(6) 2018, 28.33 31.22 31.91 (B)(6), (B)(6) 2018, 16.42 15.35 17.09 (B)(6), (B)(6) 2018, <3.1 <3.1 <3.1 (B)(6), (B)(6) 2018, 108.29 99.95 109 (B)(6), (B)(6) 2018, 17.66 18.04 18.49 (B)(6), (B)(6) 2018, 14.43 10.12 12.03 16.01 9.37 (B)(6), (B)(6) 2018, 14.86 12.98 12.99 (B)(6), (B)(6) 2018, 14.58 12.39 12.25 (B)(6), (B)(6) 2018, 12.61 13.77 12.84 (B)(6), (B)(6) 2018, 13.07 14.03 14.05 15.03 (B)(6), (B)(6) 2018, 13.27 12.16 12.13 (B)(6), (B)(6) 2018, 15.5 19.25 17.36 covance sample lot comparison: results aliquot lot 119090 lot 119092 (B)(6) 2018, 11.7, 13.16, (B)(6) 2018, 8.62 , 10.05 ,(B)(6) 2018, 9.8, 10.8, (B)(6) 2018, 13.5, 12.1 ,(B)(6) 2018, 12.23, 10.29, (B)(6) 2018, 13.55 , 12.18, (B)(6) 2018, 12.06, 12.37, (B)(6) 2018, 11.65 , 15.41, (B)(6) 2018, 10.81, 14.16, (B)(6) 2018, 12.54, 11.61, (B)(6) 2018, 13.97, 6.45, (B)(6) 2018, 8.78 , 9.19 ,(B)(6) 2018, 52.01, 60.97 ,(B)(6) 2018, 243.89, 230.01, (B)(6) 2018, 458.73, 521.85, (B)(6) 2018, 617.71 , 590.38, (B)(6) 2018, 867.19, 909.45.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp anti-hbs2 (ahbs2) correlation results is being investigated by siemens.

Event description:
(B)(6) advia centaur xp anti-hbs2 (ahbs2) results were obtained by the customer when performing a reagent lot (119090) to a new reagent lot (119092) correlation study. The results with reagent lot 119090 are considered to be correct. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp anti-hbs2 (ahbs2) correlation results.